Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this annuloplasty band was implanted and explanted on the same day. The device was replaced with a bioprosthetic valve for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the physician indicated that this case was a complex mini-mitral valve repair procedure that the physician felt was inadequate on transesophageal echocardiogram (tee). The failure was a combination of an issue with the native tissue and the physician not being able to identify the source of the problem. The physician did not want to put the patient on a cross-clamp for the third time, so the physician decided to perform a chordal preserving replacement procedure with a bioprosthetic valve. The mini-thoracotomy was closed only once at the end of the procedure. The patient experienced some post-operative atrial fibrillation (afib) and was discharged four days later. At the one month follow-up, the physician reported that the patient is doing well. No other adverse patient effects were reported. Added patient weight. If information is provided in the future, a supplemental report will be issued.